Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/28/2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. A connection loss was reported to have occurred for 416xnw. Data investigation confirmed a connection loss on (B)(6) 2018 for 416t1s. The root cause was determined to be the transmitter and app were unable to complete a data transfer.